Event description:
It was reported that, during a repair of the anterior talofibular ligament of the right ankle, the osteoraptor anchor was broken. All broken pieces were removed from the patient by suction. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported. Patient's status is good.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a repair of the anterior talofibular ligament of the right ankle, two (2) osteoraptor anchor devices (B)(4) were broken. All broken pieces were removed from the patient by suction. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported. Patient's status is good.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the anchor and suture strings off the device. The anchor is fractured at the proximal end. There is biological debris on the returned items. A material assessment characteristics found that based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified. Also, each lot must be accompanied by a material certificate of analysis. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference (B)(4). . H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the anchor and suture strings off the device. The anchor is fractured at the proximal end. There is biological debris on the returned items. A material assessment characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.